Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to a drawer failure. A field service engineer found that the drawer was not registering as closed. The magnet had fallen out, so the field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.